Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. As rec'd, the charger was unable to power on. Upon eval, the u604 power supply was defective. The cause of the inability to power on is the defective u604 power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply. The last pt to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, charger/modem sn (B)(4) would not power on. The last pt to use this battery pack did not report any deficiencies.